Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced repeated hyperglycemia after meals while using the insulin delivery system, with a highest reported glucose of 401 mg/dl and approximately 10 hours above range; the patient delivered subcutaneous insulin via pen as back-up and was instructed to change pump supplies after supply inspection did not reveal leaks and the infusion set could not be assessed. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included the need for additional therapy and troubleshooting guidance. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an unclear cause with no confirmed device malfunction identified during the call. It was concluded that the event was consistent with hyperglycemia of undetermined cause and the user was advised to replace infusion supplies and resume delivery.